Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics (allofit alloclassic shell) are marketed in USA, and therefore this report was filed. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported about a implant failure hip cup, after cemented tep right hip. The actual cup detached itself from the metal mesh coat and started to migrate cranial.

Manufacturer narrative:
Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. X-rays and surgical reports were received for review. It was mentioned that the device will be sent for investigation. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was now additionally reported that the fitek shell with screws &#1568;50 / hh was implanted on the right side on (B)(6) 1994 and revised on (B)(6) 2015 due to uncemented cup failure.

Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (allofit alloclassic shell) are marketed in USA, and therefore this report was filed. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of event description: it is reported that the cup metallic mesh detached from the cup and started to migrate cranially. Review of incoming x-rays: x-rays dated (B)(6) 1994: ap x-rays showing the patient with already a tha in the left hip. No conspicuous information about bone and joint quality. X-rays dated (B)(6) 1994: ap x-rays showing the right hip of the patient, according the information provided, this picture was taken right before primary implantation. The quality of the image is very poor, but it seems that the joint developed arthrosis. X-rays dated (B)(6)1994: ap x-rays showing the bilateral patient. The right tha seems to be well implanted. Cup inclination angle seems to be 45°. Despite surgeon used a cerclage to increase the stability of the cortical bone, there are no visible signs suggesting bone fracture or poor bone quality. X-rays dated (B)(6) 1994: ap x-rays showing the bilateral patient. Almost identical situation depicted as in (B)(6) 1994. No conspicuous information. X-rays dated (B)(6) 2011: ap x-rays showing the bilateral patient. On the right hip is clearly visible that the metallic mesh is partially detach from the cup acetabular surface and the cup itself is slightly migrated cranially. No signs of loosening. The mesh seems to be well integrated in the bone. X-rays dated (B)(6) 2013: ap x-rays showing the bilateral patient. The cup migrated further cranially and the distance in the well bone integrated mesh is therefore increased. The mesh is completely detached from the cup in the distal-medial part of the acetabular surface and is instead still attached in the lateral-cranial side. X-rays dated (B)(6) 2015: ap x-rays showing the bilateral patient. Similar situation to the x-rays dated july 29, 2013. It is difficult to determine if the cup further migrated. X-rays dated (B)(6) 2015: ap x-rays showing the bilateral patient. The cup has now clearly further migrated and the distance from the mesh increased. It's very difficult to determine with accuracy the amount in degrees, but the cup position seems to have changed in antiversion direction as well. X-rays dated (B)(6) 2015: post revision x-rays. New cup has been implanted at around 30°. Stem and cerclage not revised. X-rays dated (B)(6) 2015: no conspicuous difference from (B)(6) 2015 are visible. Review of surgical reports: implantation report dated (B)(6) 1994: patient received a tha due to coxathrosis in the right hip. Cup has been placed in press-fit at 45-50 degrees inclination. Cerclage has been placed below the lesser trochanter because the surgeon found a small scissure in the cortical bone. No other conspicuous information. Revision report dated (B)(6) 2015: patient will be revised due to uncemented cup failure. Metal mesh has started to detach from the cup. Complete cup revision and implantation of a pressfit cup (trilogy cup) with pe inlay and option-head. During surgery, surgeon noticed black wear particles which has been classified as metallosis. Devices analysis: on the anchoring side of the fitek cup almost all of the sulmesh layer is missing. The remaning part of the mesh attached to the cup does not show any bone ongrowth. Some parts of the detached mesh are available which show clearly the bone ongrowth. The inner surface of the cup is observed to be free from deformations except the deformed screw holes. The fitek insert shows some damages in the form of scratches and cuts. The polyethylene part exhibits signs of delamination. The metallic inlay seems to be well seated inside the insert and on the surface numerous scratches can be seen. On the anchoring side of the insert the indentations from the fixation spikes are visible indicating a proper fixation of the insert in the shell. The pole plug is excessively damaged. Backside changes indicating micromotion between the insert and the cup are also observed. The borderline between the loaded and unloaded area of the metasul head is clearly visible on the articulation surface. Fine scratches are mostly located around the borderline region. The taper of the head is observed under the light microscope. Taper corrosion is confirmed. Additionally two screws were also received for the investigation. They appear to be without any serious deformation except the dents taking place on the screw heads. A wear measurement was carried out. The wear measurement reveal much lower values than the average observed for such pairings. De-bonding of the sulmesh from the titanium substrate has been recognized and investigated. A new manufacturing process has been released and implemented on july 7, 2007. Investigation into different manufacturing processes suggested diffusion bonding as the best solution to improve the anchorage of the sulmesh on the titanium substrate. Diffusion bonding will ensure a much better force transmission between the sulmesh and the substrate, leading to stress reduction in the sulmesh. It is assumed that at a point of time the fitek cup was only partially anchored into the bone and started its migration.the well anchored part of the sulmesh led to tearing apart of the mesh layer from the cup (delamination). However it is unknown how this failure initiated. The appearance of the articulation surface of the fitek insert does not point to abnormal wear behavior, e.g rim loading. Further, the wear measurement reveal much lower values than the average observed for such pairings. Based on this investigation results it can be concluded that the reported error pattern can be referred to the known issue related to de-bonding of the sulmesh from the titanium substrate that resulted in a design change. The product that was reported in this complaint was produced before the design change. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).